Manufacturer narrative:
The unit passed the rewind, basic occlusion test, prime test and displacement test. However, the unit was stuck in the motor error loop during bolus and basal delivery. Analysis was unable to confirm the motor position encoder error alarm due to an erased history file caused by several "displayable history check failed on startup" alarms in the history file. "Displayable history check failed on startup" alarms were due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. There was no unexpected motor noise or grinding noise anomaly during testing. The unit was received with a cracked case at the display window corners, cracked battery tube threads, and a minor scratched display window.

Event description:
The customer called in to report a motor error alarm and a motor position encoder error. The customer's blood glucose level was 230 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the product was returned for analysis.